Event description:
It was reported that "the helium line was withdrawn in the middle of the machine's operation after the tube was placed, and the balloon was found to be broken after it was withdrawn". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the helium line was withdrawn in the middle of the machine's operation after the tube was placed, and the balloon was found to be broken after it was withdrawn". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic pouch. Upon return, the distal end of the teflon sheath was noted at approximately 38.3cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc was noted at approximately 5.3cm from the iabc distal tip. A bend to the iabc was noted at approximately 67.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 13.0cm to 13.7cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 13.5cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.3cm and 67.8cm from the iabc distal tip, which are the locations of previously noted bend/kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.2cm and 72.2cm from the iabc luer, which are the locations of previously noted bend/kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint of iab blood in helium pathway is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.